Manufacturer narrative:
Concomitant products: product ID 3998, lot# lb7951, implanted: (B)(6) 2003, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n314546, implanted: (B)(6) 2012, product type screening device; product ID 74002, lot# n299961, implanted: (B)(6) 2012, product type adapter; product ID 3998, lot# lb7951, implanted: (B)(6) 2003, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient¿s ins stopped working three weeks ago and he could not feel stimulation. He was told that his leads were ¿bad¿ when implanted and could not be replaced because they were tied to his spine. Since implant he has only felt stimulation on the right side of his back. He turned his stimulation on and could not feel any stimulation when he usually feels stimulation across his back. He tried all the programs within group a and b, increasing the amplitude in all programs, and it was not successful. It was later reported the patient¿s stimulation was lost in march and he has not been seen by anyone until today. There were no associated events with the loss of stimulation. The impedance measurements were greater than 20,000ohms. When using 0 as reference: electrode 1 was <(> <<)>50ohms and the rest of the electrodes were >10,000ohms; at 1.5v electrode 1 was <(><<)>50ohms and the rest of the electrodes were >20,000ohms. When using 3 as reference impedances were: electrode 2: 15829ohms, 4:6840ohms, 6: 9249ohms and 7: 10784ohms. When using 5 as reference impedances were: electrode 3: 8069ohms, 4: 1462ohms, 6: 1287ohms and 7: 2981ohms. Electrodes 4 and 6 were tried with no success. No matter what bipolar combinations were used he experienced no stimulation up to 10.5v. There was a short with electrode 1 and the rest were open. The patient did not want any revisions done. He had no stimulation at the end of his visit at the clinic and his ins was turned off. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the stimulation the patient had put in approximately a year ago never worked. It was noted the issues came on gradually and that the stimulation only worked on the right side and not the left side. It was noted the stimulation completely stopped working in (B)(6) 2012 and that their leads are broken and the leads and stimulator were replaced.